Event description:
The surgeon was performing a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). After the surgeon had completed resection of the femur, he noticed the posterior portion appeared to have been burred too deeply. The surgeon verified his assessment using the rio, which displayed a 3 to 4 mm discrepancy. Precautionary steps were taken to verify system accuracy before proceeding to tibial resection, and the surgery was completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event was completed by mako surgical. The cause of the event was determined to have been a shift of the femoral array during femoral resection. The checkpoint check after the femoral resection shows the value is out of acceptable tolerances. A shifted femoral array would allow the surgeon to burr in an unplanned location; however, the application would be reporting the surgeon in the correct location. The shift did not affect the tibial resection; the surgeon verified the accuracy of the system before proceeding and was able to successfully complete the case using the rio and mako implants.